Event description:
A sample from a pt obtained in 2005, generated a positive result of 383 au/ml on the axsym cmv igg assay. This result was questioned by the laboratory because a previous sample from this pt, obtained four months ago, generated a negative axsym cmv igg result of 0 au/ml which was reported. The sample from 2005 had been stored frozen adn was thawed and retested. Positive results of 445 and 459 au/ml were obtained on axsym cmv igg. There was no impact to pt management reported.